Event description:
It was reported that the user experienced repeated scan errors with two consecutive freestyle libre 3 plus sensors while using the ilet app, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included collecting information through communication with the user and analyzing information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and app, aligning with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.